Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing and pacing inhibition when the patient put on a tens unit. Noise generated by the device led to the delivery of an inappropriate shock. A guidant technical services (ts) consultant discussed warnings related to electromagnetic interference (emi). These warnings will be discussed with the patient. To date, there have been no reported patient symptoms associated with this clinical observation.